Event description:
It was reported that an inflatable penile prosthesis (ipp) stopped working, and the reservoir was empty. A surgical procedure was performed, during which the cylinders were explanted. The reservoir was retained and capped. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.